Event description:
The incident was reported as; about two hours after laparoscopic nephrectomy, the blood pressure of the patient suddenly decreased. After immediate re-operation, it appeared that the patient had lost approximately 3 liters of blood. This was caused by a broken hem-o-lok clip, per customer report.

Manufacturer narrative:
Type of reportable event is for malfunction and surgical intervention. Sample device received for evaluation. The investigation results were not available at the time of this report. Information is not available, at the time of this report, to indicate if the device was used for a laparoscopic donor nephrectomy. Additional information has been requested. Teleflex medical states in the IFU that hem-o-lok ligating clips are contraindicated for use in ligating the renal artery during laparoscopic donor nephrectomies.